Event description:
A 24 mm diamter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. It was reported that the pt had small and diseased iliac arteries. The iliac artery dissected while the physician tried to advance the stent graft; therefore, a dacron hemashield conduit was sewn in place to enable the device to be inserted. With the conduit in place, the stent graft was inserted, advanced and deployed successfully. It was reported that the pt was alive and remains in the hosp. No additional info is available.